Event description:
It was reported that the device could not be interrogated. The patient has recently undergone radiation therapy near the site of the pacemaker. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.